Manufacturer narrative:
This incident was recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that during surgery the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is in process to date no information has been received.

Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the rpms were noisy, the control bar was not in the correct position, and the control bar was loose. The motor was replaced, and the device was calibrated and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.